Event description:
During a coronary interventional procedure, prior to use in the patient, the physician noted the stent to appear to be "flared" on the end. The physician felt it would cross the lesion and used the device. No attempts to "re-crimp" the stent were made. The device was advanced, with resistance/friction noted, but would not cross the 100% occluded, 2.75 x 25mm lesion of the right posterior descending artery. There was no bifurcation or calcification noted. The decision was made to remove the device but it would not re-enter the guide catheter. As such, the sds, guide catheter and guidewire were all removed as a single unit. There was no patient injury and the lesion was successfully accessed and treated with other devices.

Manufacturer narrative:
This patient had been taken emergently to the cath lab due to an acute myocardial infarction. Medications adminstered prior to intervention included: beta blocker, low-molecular weight heparin, ace inhibitors, statins and plavix. Lesion 1 is the right posterior descending artery in which the physician attempted to place the device as described in block b5. The lesion was successfully treated with a taxus 2.75 x 28mm stent. Lesion 2 is a 2.75 x 5mm de novo lesion of the distal right coronary artery that was 70% occluded. There was little to no calcification noted and no bifurcations present. The lesion was stented with a taxus des 2.75 x 8mm stent. Lesion 3 is a 3.0 x 15 mm de novo lesion of the mid right coronary artery that was 99% occluded. There was little to no calcification noted and no bifurcations. This lesion was stented with a cypher 3.0 x 18mm. The product is not available for analysis.